Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. This lead was explanted due to oversensing and impedances less than 200 ohms. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a damaged suture sleeve and the ligature marks were detected approx. 25.5 cm distal to the is-1 connector pin. Along the lead body multiple signs of wear could be observed. In particular in the distal area, near the shock coil, the insulation was found rubbed through. This damage can be considered as the root cause of oversensing mentioned in the complaint text. The characteristics of the damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine without further information and diagnostic images. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labour involving the upper body are known contributing factors. Additionally the shock coil was found deformed which most likely occurred during the explantation procedure. In the course of the mechanical analysis a stylet was inserted but could only be advanced 59.5 cm towards the lead tip. Thus the fixation mechanism could not be investigated. The lead was electrically analyzed which did not reveal any peculiarities. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.